Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a hip revision on patient's right side due to instability. Rep reports that the explants were osteonics implants. No further information is available.